Manufacturer narrative:
The customer¿s reported complaint of a device exhibiting an error code 242.4030 was not replicated during the investigation. However, a review of the logs confirmed the error occurring on the date of the reported event, associated to a motor stall failure. Inspection: the source pump module was received with the instrument seal intact. The sear, spring and hinges are intact and functional. Platen, posts/hinge, pins/springs buttons are all intact and not interfering with door operation. The door latch and the pivot latch screw are in good condition. The male iui showed signs of unidentified film contaminants on the connector contact pins. All inspected components were observed as bd manufactured parts. There were no other obvious issues or anomalies observed during the inspection of the source device log review: based on log analysis results, error logs confirmed a motor stall failure error occurring on 03 mar 2021 at 9:40:23 am. Test results consisting of a functional test and pump chamber blocked/motor stall test method demonstrated the pump module is within specification and operating as intended. The incident administration set was not returned for this investigation to determine if a possible fused set or anomaly was involved. The root cause of the customer¿s experience with a motor stall was not determined during the investigation. However, it is suspected that the set may have been left in the pump with the door closed and became compressed before starting the infusion device history review: a review of the device history record showed the device had a manufacture date of 01/27/2020. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n 15835548 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n 15835548 which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that in the cvu, the patient's heart rate dropped suddenly requiring norepinephrine 16mg in 250cc drip at a concentration of 0.02mcg/kg/min to treat the bradycardia and accompanying hypotension. While attempting to select the medication on channel c, the pump froze and could not be turned off or powered down. An attempt was made to transfer the norepinephrine to channel d, however it also was not working. A new device was obtained to administer the norepinephrine, and the patient slowly recovered from the bradycardia and hypotension. As a result, there was a delay in the medication administration and the patient required a fluid bolus.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Patient had coronary artery bypass graft.

Event description:
It was reported that while in cvu/dnt 3 the patients heart rate dropped suddenly, patient required norepinephrine to assist with hypotension related to decreased heart rate however when the pump was turned on, we selected channel c and tried to select a medication but the pump=* froze and crashed. It was on channel c, and we quickly tried to move the medication to channel d however it was not working and we could not turn off channel c or power down. 16mg in 250cc premix norepinephrine bag at a concentration of 0.02mcg/kg/min. We ended up grabbing a new pump to put the norepinephrine on however the patients was slowly starting to recover from the bradycardia event. There was a delay in medical administration and the patient required a fluid bolus.